Event description:
The customer reported multiple error messages followed by a system shut down. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament regulator board was replaced during the service call. The system was tested and found to be working as intended and put back into service.